Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain. It was reported that the patient was unable to consistently connect to their implant using their recharger. They stated that this is likely due to the implantable neurostimulator (ins) being significantly tilted in the pocket. The rep mentioned that the recharger was repositioned numerous times, and the patient was also repositioned with no resolution. No further actions have been taken to resolve the issue at this time. The rep stated that they will determine over the next week whether an ins pocket revision is necessary. It was noted that the device is currently off to avoid battery depletion. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient was able to recharge normally after their battery pocket healed for another day. The rep stated that no further action was needed. They mentioned that patient anatomy likely contributed to the tiled ins, but they do not know for sure. No further complications were reported or anticipated.